Manufacturer narrative:
Advanced failure analysis was performed on the endoscope and found the scope's cable exhibited significant damage at two locations. The cable damages were identified at zones a and b. In zone a, the silicone jacket was removed to reveal a kink in the inner cable. This suggests that these cable damages might have caused further harm to the harwin cable wires, potentially leading to a temporary glitch in the lo i2c communication bus. Additionally, cutting and inspecting a portion of the endoscope cable around these damaged areas, it was found that the damage in zone a was superficial and did not affect the harwin wires. However, the damage in zone b was severe, puncturing the insulation on the blue and brown harwin wires, resulting in a temporary short circuit with the ground shield. These wires are crucial for the lo sda line to the chow and the hi sda line to the payload. Root cause is due to the cable damage found in zone b, which resulted in electrical short during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the endoscope; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. .

Event description:
It was reported that during a ventral hernia da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the staff removed the endoscope and the image is upside-down upon re inserting the camera/endoscope. The customer was in the process of performing a system restart when the call was placed. The system came up with no further issues and the customer is proceeding the with case as planned. The tse advised the customer that the endoscope was reinstalled with the scope being turned 180 degrees. The tse informed the caller that if the issue re-occurs to remove the endoscope, clear the guided tool change memory, spin the scope 180 degrees and reinsert the scope. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the part /serial no used was (B)(6) the endoscope was used for further procedures.

Manufacturer narrative:
The endoscope was evaluated by failure analysis team who placed the endoscope on the in-house system for the qap (quality assurance procedure) test and passed. The endoscope passed self-test and orientation testing. The system image was focused and clear. The endoscope was placed on a diagnostic tester and edt (endoscope diagnostic test) was performed and passed. A review of field logs showed the following errors: 48425 camera adv unexpected comm dropout, 68005 camera adv distal power oor voltage, 68006 camera adv distal power under voltage, 68015 camera adv distal power oor current, 68016 camera adv distal power under current. The errors exhibited in the field logs indicate self-test failure. The air leak test could not be completed due to damage found in the cable insulation. The root cause of failed self-test is not determinable/applicable. Additional observations not reported by site: the endoscope was found to have camera instrument laser marking issues. The camera instrument shell housing was found to have faded and illegible laser marking. The root cause for shell housing laser marking issues is attributed to the user. The known common cause of this failure is due to mishandling/misuse. The endoscope was found to have a cracked button on the camera button pack. The illumination button exhibited mechanical damage such as indentations. The root cause of cracked button is attributed to the user. The endoscope was found to have bearing friction in the camera instrument adapter. The clamp screening aid was attached to the aea which exhibited friction and remained in the same position when the endoscope shaft was rotated. The aea was removed and the shaft bearing continued to exhibit friction. The aea input bearings did not exhibit friction with the aea detached. The root cause of shaft bearing friction is attributed to component failure. The endoscope was found to have severe cut damage to the cable near the middle section. The endoscope had a severe cut to the cable insulation located in zone b near the middle section of the endoscope cable. The root cause for endoscope cables severely cut is attributed to the user. The endoscope was found to have abrasion damage to the integrated connector. The top groove in the integrated connector exhibited indentations and abrasions. The root cause for integrated connector abrasion damage is attributed to component failure.

Event description:
Refer to h11 for follow-up information.